Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the inspection it was noticed that there were instruments that were damaged and missing. There were eight (8) threaded drill guide appears to be stripped along the threads, two (2) hexagonal screwdriver appears to be rounded off, and one (1) small hexagonal with holding sleeve was missing. There were no procedure and patient involvement. This report is for one (1) small hexagonal screwdriver long. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: part: 314.570; lot: l506908; manufacturing site: haegendorf; release to warehouse date: august 18, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: investigation flow: damage- visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed worn hex tip on the returned screw driver. Furthermore, a few dented edges were identified under 10x magnification. No further issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument (both from the time of manufacture and present revision) were reviewed and no design issues were identified. Top level drawing for screw driver. The observed condition was identified to be a significant post manufacture damage. Therefore, dimensional inspection was determined to be inapplicable for the observed condition. Review of the device history record showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. No definitive root cause was able to be determined with the available information. However, with the dented edges identified any possible unintended excessive forces such as dropping during usage/handling and any unintended excessive forces during usage could have contributed to observed dented and worn conditions. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device manufacture date: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.